Event description:
It was reported the device experienced premature battery depletion due to high thresholds on the atrial lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Concomitant products: product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2004; product ID: 694965 implantable tachy lead implanted: (B)(6) 2007. (B)(4).